Event description:
The customer reported that their device would not power on. The initial report from the end user was that the device would not power off consistently during the daily device test. The customer indicated that after replacement of the batteries, the device would then not power back on. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported failure was due to the on button being damaged/shorted on the left side. It was also observed that the charge button was damaged/shorted as well.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.